Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace and shock impedances. Technical services (ts) recommended continuing to monitor. Subsequently, noise was observed, and it was noted that the rv lead had fractured. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.